Event description:
It is reported that the device was implanted in 2005, for a subtrochanteric fracture on the left femur. The patient's lower extremity was shortened about 3mm for telescoping.

Manufacturer narrative:
It is reported that fracture reduction was achieved and favorable progress was made by the patient. There seems to be no alleged and no relationship with the device. H6: evaluation codes: no product or x-rays were returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.